Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Update: 19 june 2015 - updating reasons for revision, to include metal ions and pain updating hospital and surgeon name adding lot numbers, manufacture and expiry dates for cup, head and sleeve.

Event description:
Asr revision. Asr xl - left hip. Reasons for revision: unknown. Corail stem left in situ and replaced at a later revision which is recorded in (B)(4). Legal complaint update: 18 june 2015. Updating reasons for revision, to include metal ions and pain. Updating hospital and surgeon name. Adding lot numbers, manufacture and expiry dates for cup, head and sleeve taken from query 1 reply 18 june 2015. (Pd (B)(6) 2015).